Event description:
It was reported to technical services on 1/4/12 that this IV lead has thresholds at 3.0v at 0.4ms, 2.6v at 0.6ms. Further review shows, lv threshold 2.2v at 1ms or 3v at 0.5ms. Longevity is best at 3.0v at 1.5ms at 6.4years. The lv threshold appears to be on the high side, has not done electronic repositioning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).